Event description:
Pt referred for eval of left hip. Pt had a total hip arthroplasty done 8 years ago. The last year pt has noticed significant anterior pain especially with walking. X-rays revealed debonding and loosening of the femoral stem. There was osteolysis medially about the stem with a very large, well fixed cement plug distal to the stem.